Event description:
The customer reported that the device has a general failure code (service required message displayed) and is locking up. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). A philips field svc engineer evaluated the device and confirmed the failure. Both the processor pca and the therapy pca were replaced to resolve the problem. The device passed all performance assurance tests and was returned to use.